Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of inability to aspirate through the catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Microscopic inspection and manipulation of the valve was unremarkable. An attempt to infuse and aspirate water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The effort required to aspirate was comparable to that required for a similar non-complainant device. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that venous puncture was conducted through the left hand and the puncture process was smooth. Correct procedure for process prior to flushing the catheter was conducted for the puncture and the pre-rinsing was normal. The insertion length: 44cm, the blood cannot be withdrawn after the catheter was placed, and the x-ray showed that the tip of the catheter was positioned at the third rib (of the front rib). It was failed for slow pumping after the pulse catheter is tried. The department recommended to keep the catheter first, and the plain CT scanned catheter being in normal position and the infusion was normal. Considering that the patient was going to have immediate chemotherapy, the patient strongly disagrees with chemotherapy from the catheter and required a tube removal and conducted recatheterization.